Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance while filling the cartridge. The customer was able to load the same cartridge successfully. There was no reported impact to the customer's blood glucose level.